Manufacturer narrative:
Patient identifier not released from the site. Patient weight not released from the site. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that a patient underwent a carotid endarterectomy procedure using a gore acuseal cardiovascular patch and 6-0 prolene suture for patch angioplasty. Two hours following the procedure, the patient presented with full wound drainage and swelling which led to reoperation. The surgeon noted a 5mm slit in the middle of the patch and repaired it with 7-0 prolene suture. The device remains implanted and the patient was doing well following the procedure.